Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was de-novo, flexion and concentric lesion. Aha/acc classification of the vessel was type c. The procedure was an elective case. A 3.0x13mmm cypher was implanted at 20 atm for 15 seconds. A 3.5x18mm cypher was implanted at 14 atm for 15 seconds proximal to the 1st cypher overlapping it. The residual % of stenosis was 0%. Timi flow before the procedure was unk and 3 after the procedure. Two weeks after the procedure, the pt was operated on for abdominal aortic aneurysm under pcps. During the operation, he got vt and vf. Coronary angiography was conducted and thrombus was observed in all the cypher stents at the proximal lad. To treat the thrombus, aspiration and balloon angioplasty were conducted with a 3.5 balloon. Inflation pressure and time were unk. Physician conducted iabp. The following day, after the treatment for the thrombus, the pt's vessel flow improved temporarily, but he passed away in the hospital. Postmortem was not performed. Physician indicated that the possible cause of the thrombotic event was that the anti-platelet therapy was stopped for the operation on the abdominal aortic aneurysm. The cause of death was cardiac depression.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02032. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.